Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced shortness of breath coincident with automated peritoneal dialysis (apd) therapy. There was no indication that there were any device malfunctions in relation to this report; however, based on the limited information provided, there is a potential for an overfill during apd therapy that may have contributed to the patient experiencing symptoms of shortness of breath. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Apd therapy remained ongoing. At the time of this report, the patient was in a rehabilitation facility. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As there was no allegation against the device and in consideration of the patient's history (previously reported), the device is no longer considered suspect for the previously reported event. Should additional relevant information become available, a supplemental report will be submitted.